Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a 'really bad' burn-like irritation with broken/peeling skin under the rear therapy electrodes. The patient's newphew reported that the burn marks are similar to a third degree burn. There is no evidence that the patient sought medical attention or that the severity of the burn was confirmed by a physician. Review of the download data indicates that the reported irritation is not a result of any treatment shock. The medical outcome is unknown.